Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. G2: foreign - event occurred in switzerland. G2: literature - breulmann fl, andronic o, müller d, canonica s, nieuwland a, dreher t. Triple pelvic osteotomy provides joint stability and acetabular bone stock following hip hemiarthroplasty for ewing sarcoma: a pediatric case report. Jbjs case connector. 2025 jan 1;15(1): e24. No product was returned or pictures provided visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Medical records were provided and reviewed. Review identified the following: it was reported an initial left hemi hip occurred for a patient with cancer. (B)(6) years post op, the patient began experiencing pain, instability, abductor insufficiency and a limp, with range of motion limitations. A subluxation was also identified. A correction was made to the patient's acetabulum with a tpo. 6 months post op show the tpo was successful. Definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left hip femoral hemiarthroplasty due to ewing sarcoma completed on an unknown date. Subsequently, (B)(6) years post-op, it was reported that the patient is experiencing pain, limited range of motion, limping, and hip instability. Additional surgery was required due to joint subluxation. A triple pelvic osteotomy (tpo) was performed to restore hip joint coverage by performing periacetabular osteotomies of the ilium, ischium, and pubis to reorient the acetabulum and correct retroversion. All initial zimmer biomet implants on the femoral side were retained. At the time of surgery, the patient¿s triradiate cartilage (growth plate) remained open. The patient is currently doing well and has experienced no reported complications.attempts have been made and no further information has been provided.